Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they had high blood glucose of 489 mg/dl and would like to troubleshoot pump to see if it is working. Customer had two different sizes of reservoirs and was concerned if they both could be used in her pump. Troubleshooting found that drive support cap, basal settings, bolus wizard and time and date programming were normal and functioning fine. Customer stated that her doctor changed her settings recently. Customer was advised to monitor pump and follow up with doctor regarding high blood glucose. Troubleshooting informed customer that pump was working as designed.